Manufacturer narrative:
MFR's report date: 02/28/2013. Internal file no: (B)(4). Pt's info requested and all available info is included. The device has been received but it has not been evaluated yet. A f/u report will be submitted once the evaluation has been completed.

Event description:
The customer reported the bag spike broke off inside of a 1000 ml bag of ringers lactate. The spike broke when the second 1000 ml bag was hung. The IV set had been in use for less than 24 hrs; the event occurred in the same-day surgery ctr. There was no report of pt harm or medical intervention. No further pt or event info was provided.